Event description:
It was reported that the customer had a blood glucose level of 600mg/dl, which she was treating with manual injections. Troubleshooting was performed and she was advised to change her infusion set and reservoir. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.